Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The issue was confirmed and the emitter power cable was replaced. The system then passed the system checkout and was found to be fully functional. Hardware analysis determined that the emitter cable jacket was separated at the lemo connector with the shield wire exposed, but without bare connectors. Continuity testing revealed an open circuit at pin 2 of the usb cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the coating on the emitter external power cable was broken/compromised. There was no problem in the use of the product. This issue was identified during servicing. There was no patient involved.